Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implantation procedure, stated that they were unsure of the issue with the lens. The initial procedure was completed on the same day. Additional information was received stating that the surgeon did not realize it was a ¿c¿ nozzle instead of a ¿d¿ nozzle, resulting in a smaller incision for wound assist. The lens became stuck in the wound, so it was removed. The surgeon then enlarged the wound and successfully completed the surgery using a backup lens.